Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2014 and (B)(6) 2014 for diabetic ketoacidosis and the customer stated that the hospitalizations were already reported. The customer also mentioned that her blood glucose went up to 577 mg/dl and when she removed the infusion set from her body, the cannula was bent. The customer's symptoms of high blood glucose included nausea, excessive thirst and frequent urination. She stated she tried to use her infusion pen but treated with the insulin pump. Nothing further reported.